Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula, or if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's experienced high blood glucose (no blood glucose level provided) and ketone level of 4.6 mmol/l. The pod reportedly fell off from the infusion site (abdomen), causing the cannula to dislodge. Prior to the pod falling off, the patient has been experiencing nausea, vomiting, and elevated blood glucose for 2 weeks due to possible gastroenteritis (diagnosis pending), per the patient's nurse. It was reported that the pod falling off exasperated the patient's condition, which led to the hospitalization. Symptoms reported include vomiting, confusion, sleepiness, and brain fog. The patient was treated with antibiotics for gastroenteritis, long-acting insulin and insulin infusions, and per dka protocol. The patient is expected to be discharged on (B)(6) 2025. The patient was under the care of dr(B)(6).